Event description:
A report was received that the patient is having swelling, oozing and tenderness at the pocket site. The physician believes the symptoms could be due to a possible infection. The physician opened the pocket site and found no visible signs of infection. The patient was prescribed with oral keflex antibiotics. The pocket site is healing and the physician does not know the cause of the infection.